Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she ended up in the hospital with high blood glucose and diabetic ketoacidosis. The patient's blood glucose exceeded 500 mg/dl at the time of admission. The customer stated that her meter, insulin, infusion sets, and reservoirs were stolen and she was unable to change her set or check her blood glucose. The customer's blood glucose increased once she ran out of insulin. The customer was being treated via IV drip. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.